Event description:
Per the clinic, a procedure was performed to reposition the magnet (date not reported). A small incision was made and the site was sutured. The patient will continue routine clinical management.

Manufacturer narrative:
This report is submitted on august 19, 2019.

Event description:
It was reported that the recipient received MRI without a splint kit (date not reported) and experienced pain and swelling. Magnet displacement has been confirmed with imaging. Surgeon advised to discontinue processor use. Recipient is scheduled for a procedure to replace magnet on (B)(6) 2019 with cochlear representative attending the procedure.